Event description:
Two caregivers were assisting with a resident transfer from bed to wheelchair when the left arm attachment detached, causing the patient to fall from the device. As a consequence of the event the patent land in the wheelchair and sustained a minor abrasion to the left clavicle

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that the sling clip detached in middle of a transfer. As a consequence of the event a patient fell out from a sling and sustained a small abrasion on the left clavicle. After the event the lift and the sling were checked by an arjo representative. The visual sling inspection showed that the sling had signs of wear. However, despite of the age, the sling could be attached to the lift without any problem. The clip sling is attached to the spreader bar¿s attachment lugs of the maxi move floor lift. The lugs have a ¿mushroom shape¿ at the end, that not only ensures that the clip cannot slide off, it also ensures that the clip is fully on and cannot be partially inserted (it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. It means that only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. The facility staff indicated that the event occurred during the repositioning of the patient in the wheelchair in the middle of a transfer. This proves that the sling was correctly attached to the spreader bar before the transfer. Following the facility staff statement, no manipulation of the sling or the patient in the sling was done that could affect the tension of the sling and lead to further detachment of the clip. According to the procedures provided in the instruction for use of the maxi move (001.25060.en): "caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." The sling was manufactured in november 2018, due to age and signs of wear on the sling the arjo technician recommended that sling should be removed from use. To sum up, following the information gathered the exact cause of the patient's fall out of the sling could not be determined. There was no sling and lift issue found during the inspection which might lead to the patient fall. The arjo floor lift and the sling fitted with clips were used as a system during the patient transfer. The clip of the sling detached from the lift spreader bar and from that perspective, the system did not meet its performance specification. The complaint was decided to be reportable due to to reported sling clip detachment during transfer and patient fall.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.